Manufacturer narrative:
The used company cartridge was returned. Viscoelastic was observed in the cartridge. No damage observed. The cartridge has evidence of placement into a handpiece. The cartridge was cleaned for further evaluation. Top coat dye stain testing was conducted with acceptable results. Complaint history and product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. A qualified lens model/diopter was indicated. The handpiece and viscoelastic were not provided. It is unknown if qualified products were used. No problem was found with returned used company cartridge. No damage was observed. Top coat dye stain testing was conducted with acceptable results. Per the IFU (instructions for use): the company delivery system is for implantation of qualified company foldable iols. No unqualified lenses should be used with the company iol delivery system. The company cartridges are qualified for use with compatible company handpieces for the surgical implantation of company qualified foldable iols. Company foldable iols are qualified for use with an company qualified delivery system (handpiece and cartridge) and ophthalmic viscosurgical device (ovd) combination. The use of an unqualified combination may cause damage to the iol and potential complications during the implantation process. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported that during an intraocular lens (iol) implant procedure, the iol has cracked. The iol was implanted and removed during the initial procedure. Additional information has been requested.

Manufacturer narrative:
Qualified associated products were indicated. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information has been received and stated that, upon insertion of the iol it was noted that there was a scratch on the posterior surface of the lens without any difficulty with lens loading or traumatic insertion. The lens was not explanted. The patient was not hospitalized for the event and there was no patient harm. The patient required additional post operative screening to ensure no dysphotopsia.